Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 105. It was determined that the system error was caused by a failed motor. As a result, the motor has been replaced.

Event description:
It was reported a spectrum pump alarmed for a system error 105. No pt injury was reported that no further info has been provided.